Event description:
Pt spit out 2 green plastic pieces. Two green plastic pieces, when put together, match the broken section on the aerosol "t" adaptor. The concern is that this product could fracture, as it did here, and land in the pt's lung. Pt was placed on a down's flow generator. In this set up, 2 green t-pieces - aerosol "t" adaptor's - are placed inline to house a 10 cm peep valve and an oxygen analyzer - teledyne - probe. The aerosol t adapter that housed the oxygen analyzer probe cracked and broke in two small pieces of that aerosol "t" adaptor ending up in the pt's mouth. All pieces were accounted for.